Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline vantage was perfectly open post op and at 6 month follow up distal 1/3 of stent collapsed. The stent was deformed. Blood flow was good. There are good collaterals. The devices were prepared as indicated in the instructions of use (IFU). The patient was treated for an unruptured, saccular aneurysm in the internal carotid artery (ica). The max diameter was 10/12mm. The neck diameter was 11mm. The landing zone was 3.8mm and the proximal landing zone was 3.9mm. The vessel tortuosity was normal. No patient injury or symptoms was reported. Medtronic received information that a ped3 pipeline opened well at initial deployment. At 6-month follow-up, distal 1/3rd of the stent had collapsed. No additional information was received.